Event description:
It was reported that a small volume folfusor experienced a no flow. This was observed during infusion of fluorouracil (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.